Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID 37752, serial# (B)(4), product type: recharger; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID 37712, serial# (B)(4), implanted: (B)(6) 2008, product type: implantable neurostimulator. (B)(4).

Event description:
The healthcare provider (hcp) via a manufacturing representative (rep) reported that there was an infection in the area of the implantable neurostimulator (ins). They thought the infection was a bacterial infection and they had been watching the area for a while before determining that the device needed to be explanted. They were going to explant the ins on (B)(6). It was noted that the patient was getting good therapy from the device. The rep later reported that they removed the spinal cord stimulator (scs) system on (B)(6). It was noted that the patient's incision over the spine had never healed completely or closed up after surgery and had gotten infected.